Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot#: m124468 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m124468, test base part number 190-400 / lot: m124468. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m124468 showed that the complaint rate are (B)(4)%. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported a false negative result with the ID now covid-19 assay. Sample and swab type were not provided. Use of viral transport media was not provided. Date and time of testing were not provided. Information regarding repeat and/or confirmation testing was not provided. No patient information, including symptoms, treatment, and outcome, was provided. Attempts to gain further information were unsuccessful. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no, or delayed treatment, this event shall be considered reportable.